Event description:
The customer reports while preparing an evis lucera duodenovideoscope for use, some of the wires that compose the forceps elevator wire were raised. There was no patient contact/impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device shows: angulation in the up direction is out of standards due to worn of angle-wire. There is crease at the screen due to damage of charged cable unit. Forceps angulation is out of standards due to damage of wire. The adhesive part of rubber is broken. There is a pinhole in the switch. There is corrosion at the elevator connector due to leakage. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that repeated operation of the forceps elevator led to fatigue of the k-wire and then the k-wire was cut. The k-wire was cut and lying (along non-cut k-wire), but such conditions were not detected, and the device was kept in use. During manipulation after that and when the distal cover was attached, the distal cover was caught by cut k-wire, or during brushing of the distal end, k-wire was frayed by contacting the cleaning brush with cut k-wire. A definitive root cause cannot be identified. In the instructions for use (IFU) (operation manual), the following description is included. The user can detect the suggested event during inspection prior to use: "3.2 inspection of the endoscope: inspection of the forceps elevator mechanism: inspection for smooth operation: visually confirm that the portion of the elevator wire extending from the distal end of the endoscope is not broken, frayed, or bent (see figure 3.5). If any damage (broken, frayed, or bent portion) is observed on the elevator wire as shown in figure 3.5, do not use the endoscope." Olympus will continue to monitor the field performance of this device.